Event description:
Edwards received information about a patient with a 27mm 6900p mitral valve that had been implanted for five years. Through follow-up, it was learned that the patient's echo showed a 3+ leak and pulmonary hypertension. Tee showed an abnormal appearing mitral valve bioprosthesis with calcification and apparent fusion of two of the leaflets which appear immobile. There was severe stenosis and moderate to severe mitral regurgitation. The patient underwent redo valve replacement with a non-edwards mechanical valve after five years, one month. The patient tolerated the procedure well. The patient was discharged on pod #13 to a rehab facility in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm mitral valve that has been implanted for five years has been scheduled for redo valve replacement with a mechanical valve. The valve has been leaking on a scale of 1 to 4 of 3. Through follow-up, it was learned that the patient's echo showed a 3+ leak and pulmonary hypertension. Tee showed an abnormal appearing mitral valve bioprosthesis with calcification and apparent fusion of two of the leaflets which appear immobile. There was severe stenosis and moderate to severe mitral regurgitation.

Manufacturer narrative:
Customer report of calcification, stenosis, and leaflet fusion was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact and moderate calcification on leaflets 1 & 3. Leaflet 1 was cut approximately 6mm x 11mm; leaflet fragment was not returned. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 on the inflow aspect and 11mm on leaflet 1 at the outflow aspect. Host tissue fused leaflets 1 & 3 by approximately 1mm at commissure 1 on outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Wireform was exposed on the stent circumference near leaflet 3 on the outflow and inflow aspect.